Event description:
It was reported that the balloon would not deflate sufficiently to re-enter a 6f introducer.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Received for evaluation were the catheter, and one 6f introducer of unknown origin. The balloon tip was protruding out of the distal tip of the introducer. The protruding balloon appeared bulbous. The shaft of the catheter appeared kinked and stretched just proximal to the introducer. The distal tip of the introducer appeared to be slightly flared. The balloon was removed from the introducer distally. The balloon was inflated to rpb (rated burst pressure) 8atm, and a vacuum was drawn. The balloon deflated with no problems. The balloon was pulled back through the introducer sheath with moderate force. The balloon catheter was removed from the returned introducer and an attempt was made to insert it through in-house 6f input introducer sheath. The attempt was successful with moderate force. An attempt was made to introduce the balloon catheter into a different 6f introducer and this was not successful. The result of the investigation was confirmed for difficulty to remove the balloon from the introducer; it was not confirmed for deflation issues. The root cause is unknown. The IFU (information for use) for this product states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU also states: equipment required: introducer sheath (input sheath recommended).